Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had a no delivery alarm on the insulin pump. Customer would like to return the set for analysis. Customer reported that the alarm did not occur during manual prime. Customer is replacing the infusion set. Customer mentioned that a few days ago, the infusion set came out and she was not getting insulin. Customer's blood glucose went high and the paramedics were called on (B)(6) 2015. Customer went to the hospital and they said that she had a touch of pneumonia. Customer noticed the no delivery alarm and changed it. Customer stated that it is working now. Customer's blood glucose was 488 mg/dl at the hospital and she was treated with a manual injection and ondansetron at the hospital. Customer was also given a manual injection of 20 units. Customer's blood glucose was 398 mg/dl and went down to 150 mg/dl at the time of the incident. Customer had hyperglycemia and was not wearing the pump at the time of the hospital visit.